Event description:
The pt complained of soreness in his left ear after wearing aids in both ears for a few weeks. The hearing aid (h/a) dispenser referred to a dr who prescribed antibiotics. The right ear was not affected.